Event description:
Respiratory therapist heard the vent alarming, responded to the vent alarm and before the therapist could silence the vent the silence alarm led indicator turned on and then suddenly the alarm screen cleared without the therapist touching it. We were able to re-create this and found that it is always doing this on this vent now. We also noticed that the down arrow intermittently responds. The silence button and the down button are on separate membranes indicating that there may be a software or main board problem.